Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. All cuvettes were inspected for a possible broken piece of the cuvette drying tip. The tip was then replaced. Based on all available information and abbott diagnostics' complaint investigation, the instrument performed as intended and no product deficiency was identified.

Event description:
The customer observed falsely elevated magnesium results for two patients on the architect c4000 analyzer. The following data was provided: initial 3.1 mmol/l, repeat 0.6 mmol/l. A second patient's results: initial 3.17, repeats 0.77, 0.81 mmol/l. There was no impact to patient management.